Event description:
It was reported that the physician's tablet was not powering on. The tablet had reportedly been charging and would not power on while plugged in or otherwise. The battery indicator turned green when plugged in, indicating that the device is receiving charge. A replacement tablet was provided, and the suspect tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. The cause for the anomaly is associated with an upside down power button. Once the power button was installed correctly, no further anomalies associated with the tablet were identified during the analysis.